Event description:
It was reported to bsc/target that during the procedure the gdc 10-ultrasoft stretch resistant coil synerg detection circuit broke at the detachment section. The pt ended up with a 2/3 infarction of the right hemisphere caused by a spasm of the middle cerebral artery. The pt was transferred to the intensive care unit, and according to the hosp was stable during the following days up to now.